Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that an I-stat 1 analyzer would not activate. The analyzer was returned and, during routine failure analysis on (B)(6) 2011, burnt components were discovered. Based on the info available at the time, there were no injuries associated with this event.